Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that paper tape left her skin itchy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).